Event description:
Additional information was received. The cause of the resistance during retrieval was undetermined. The cause of the damage was undetermined; it may be due to damage to the blood vessels at the bend. There is no obvious damage to the bracket to the naked eye. No issues resulted in the damage that was found, and the resistance was in the catheter's distal section. No catheter damage was observed. A continuous saline flush is administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke at the right side of the brain. It was noted that the patient's blood flow was (B)(6) and vessel tortuosity was moderate. The stroke onset to reperfusion time was 140min. At baseline, the patient had a modified rankin scale (mrs) score of 5 and a national institutes of health stroke scale (nihss) score of 10. Prior to the procedure, the thrombolysis in cerebral infarction (tici) score was 0. Following the procedure, the patient's mrs score improved to 1, with a post-procedure nihss score of 2 and a tici score of 3, indicating successful reperfusion. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated. The procedure required two passes with the device to achieve the final outcome. It was reported that the patient began using a solitaire fr (sfr)stent combined with the react71 catheter for aspiration. Thrombus was found inside the react71, but not on the stent. During the second attempt at aspiration combination, neither the sfr stent nor the react71 catheter contained thrombus, but the vessel was not fully recanalized. During the third attempt, the stent could not be retrieved back into the microcatheter, and the thrombus could not be retrieved. The stent was suspected to be damaged. It was then replaced with a solitaire x stent, achieving vessel recanalization. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID sfr-6-30 (b805619); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.